Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). Correction, initial should have stated "the doctor reported that the implant did not integrate due an infection. The implant site was bone grafted for future implantation." (B)(4). DHR for the t3® non-platform switched tapered implant 4 x 10m the DHR records and complaint review did not provide any indication of a manufacturing deviation that would contribute to this event. A visual comparison of the returned component to the drawing did not identify any manufacturing deviations related to this complaint. There was no significant damage noted to the implant which would suggest that a manufacturing deviation had occurred.

Event description:
The doctor reported that the implant did not integrate due an infection. The implant site was bone grafted for future implantation.

Event description:
Dr. Indicated non integration,infection, bone grafting.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.